Event description:
Device report from synthes reports an event in russia as follows: it was reported that on (B)(6) 2022, the operation was performed to install the cage and viper 2 screws. Four viper 2 screws were installed. The first screw was installed using a size 5 tap. While installing the second screw, the tap broke in the pedicle of the vertebra, and the removal of the fragments failed. The screw was installed to this vertebra afterward, but along a different trajectory. The remaining two screws were installed using a size 4 tap. The patient's status was reported as satisfactory. The surgery was completed successfully. This report involves one viper 2 system tap, cannulated and self-drilling 5mm 30-60mm plus or minus 0.24 percent. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Brand name: viper 2 system tap, cannulated and self-drilling 5mm 30-60mm plus or minus 0.24 percent. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.